Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging respiratory tract irritation, dizziness, headache, nausea, vomiting, nocturnal hypoxemia, chronic sinusitis & hypertrophy of nasal turbinates. No medical intervention was specified by the patient. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
After receiving further information from the patient it is determined that the initial report should have been filed as product problem only. Section adverse event/product problem in box b, section type of reported complaint and health impact grid in box h has been updated/corrected in this report.